Manufacturer narrative:
The product analysis was updated: during a diagnostic cardiac catheterization procedure, the inner wire of the two (2) 0.035" x 150cm, 3mm j emerald amplatz guidewires were separated from the main wire. Both wires jailed in the distal vessel during withdrawal and separated inside of the patient. The second wire broke at ¿the back of the wire.¿ the devices were stored as per labeling and opened in a sterile field. They were removed by manually pulling as the tip end was visible from the sheath. A non-cordis wire was used to complete the procedure. There was no patient injury. During the procedure with the two devices, the vessel had no stenosis, calcification, or vessel tortuosity. A 4f and 5f cordis sheath was used in the procedure. The wires were removed from the dispenser by the distal floppy end. There were no kinks or damage to either wire prior to insertion into the patient. Neither wire was re-shaped by the user nor were they used in another lesion prior to the event. There was no ¿drilling¿ or ¿jack-hammer¿ technique used. The wire tips were visible on fluoro except when they went in one second. They also repeatedly prolapsed while inside the patient. There was no resistance with other devices, and they did not kink in the area of separation. They were also not torqued against resistance. The patient is doing ok. The product identified with the number one is being evaluated in this complaint file. Per visual analysis, the wire ribbon presents a separated condition located approximately at 3.5 cm from the proximal end. No other damages or anomalies were observed on the returned guidewire. Sem results showed that the frontal affected area of the emerald coil wire presented evidence of coil wire deformations and evidence of coiling wire continuity interruption. Also, some sort of meld between coil rings was noticed, leading to a coil wire diameter reduction at the point of the fracture/ separation observed on the three analyzed units. The coil wire posterior affected area on the scanned samples presented evidence of coil wire plastic deformations at the point of the fracture/ separation. The evidence of coil wire deformations suggests that a tensile overload event occurred prior to the separation of the coil wires. Additionally, the diameter reduction and plastic deformations found on the fractured/separated samples suggests a device manipulation that led the material to separation. However, the cause of the continuity of the coiling interruption observed, as well as the noticed sort of meld between coil rings could not be conclusively determined during the sem analysis performed on the units. No other anomalies found during sem analysis. A product history record (phr) review of lot 35260071 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. Without the return of the first device for analysis, the reported guidewire ~ withdrawal difficulty-from vessel¿ and ¿guidewire ~ fractured-separated - in patient¿ could not be confirmed and the exact root cause cannot be determined. For the second device, the complaint reported by the customer as ¿guidewire ~ withdrawal difficulty-from vessel¿ was not confirmed. The reported ¿guidewire ~ fractured-separated - in patient¿ was not confirmed, the coil portion of the handle is approx. 4 cm in length, this condition meets the product specification design. For the third, fourth, and fifth devices, the reported ¿guidewire ~ fractured-separated - in patient¿ was not confirmed, the coil portion of the handle is approx. 4 cm in length, this condition meets the product specification design. The cause of this damage experienced by the customer could not be conclusively determined during the analysis. The units presented evidence of ductile dimples and plastic deformation. The plastic deformations and ductile dimples found on wires are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Per product analysis it should be noted this guidewire has a unique design allowing the core to move in and out of the guidewire body to give a physician capability of adjusting the stiffness of the guidewire as it is inserted through the vasculature. The coil portion of the handle is approx 4 cm in length, this condition meets the product specification design. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device (removing the guidewire from the dispenser by the distal floppy end) may have led to the reported events as well as the kinks noted on the returned devices. The evidence of coil wire deformations suggests that a tensile overload event occurred prior to the separation of the coil wires. Additionally, the diameter reduction and plastic deformations found on the fractured/ separated samples suggests a device manipulation that led the material to separation. However, the cause of the continuity of the coiling interruption observed, as well as the noticed sort of meld between coil rings could not be conclusively determined during the sem analysis performed on the units.shipping/handling factors may have contributed to this type of event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product evaluations provide conclusive results as to the possible cause of the observed damages. Therefore, no corrective or preventative actions will be taken at this time. This is one of 5 reports associated with the reported event, 1016427-2020-04453 ,1016427-2020-04454, 1016427-2020-04606, 1016427-2020-04607 and 1016427-2020-04608.

Manufacturer narrative:
Three non-sterile guidewires ¿dgw .035 mc j3mm 150cm tef amp¿ that belong to the same lot number were received in its original packaging inside of a clear plastic bag. The devices were unpacked to perform the product evaluation. The units were identified with the number one, two and three for the purpose of performing a separate analysis. The wire ribbon presents a separated condition located at approximately at 3.5 cm from the proximal end. No other damages or anomalies were observed on the returned guidewire. A review product history was requested to integer on 10/22/2020. Per integer results, a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable for lot 35260071. Per integer, the phr review does not suggest that the failure experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The three guidewires were placed under a vision system to amplify the damaged area. The wire ribbon separated condition was observed and confirmed at returned units. No other damages or anomalies were observed using the vision system. The complaint reported by the customer as ¿guidewire ~ withdrawal difficulty-from vessel¿ was not confirmed, due to the nature of the complaint the reported malfunction cannot be evaluated properly. The complaint reported by the customer as ¿guidewire ~ fractured-separated - in patient¿ was confirmed for the three returned units, the wire ribbon at all devices presents a separated condition located close to the proximal end. The cause of this damage experienced by the customer could not be conclusively determined during the analysis. It is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Procedural/handling factors might have contributed to this issue; neither the lake region medical phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Lake region medical has no corrective action specific to manufacturing this product differently. This is one of 5 reports associated with the reported event. The two prior report numbers are 1016427-2020-04453 and 1016427-2020-04453. The three remaining report numbers are not yet available but will be noted in the supplemental reports. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An unused device was returned and the analysis shows separation. The product was removed from the shelf and returned with other used products. It was not examined prior to shipment.

Manufacturer narrative:
During a diagnostic cardiac catheterization procedure, the inner wire of the two (2) 0.035" x 150cm, 3mm j emerald amplatz guidewires were separated from the main wire. Both wires jailed in the distal vessel during withdrawal and separated inside of the patient. The second wire broke at ¿the back of the wire.¿ the devices were stored as per labeling and opened in a sterile field. They were removed by manually pulling as the tip end was visible from the sheath. A non-cordis wire was used to complete the procedure. There was no patient injury. During the procedure with the two devices, the vessel had no stenosis, calcification, or vessel tortuosity. A 4f and 5f cordis sheath was used in the procedure. The wires were removed from the dispenser by the distal floppy end. There were no kinks or damage to either wire prior to insertion into the patient. Neither wire was re-shaped by the user nor were they used in another lesion prior to the event. There was no ¿drilling¿ or ¿jack-hammer¿ technique used. The wire tips were visible on fluoro except when they went in one second. They also repeatedly prolapsed while inside the patient. There was no resistance with other devices, and they did not kink in the area of separation. They were also not torqued against resistance. The patient is doing ok. The first device was not returned for analysis. The second device was returned and analyzed under (B)(4). Additionally, three non-sterile emerald guidewires (dgw .035 mc j3mm 150cm tef amp) that belong to the same lot number were received in their original packaging to perform a product evaluation. The units were identified with the number one, two, and three for the purpose of performing a separate analysis. The units identified with number one, two, and three are evaluated in complaint files (B)(4) respectively. The product identified with the number one is being evaluated in this complaint file. Per visual analysis, the wire ribbon presents a separated condition located approximately at 3.5 cm from the proximal end. No other damages or anomalies were observed on the returned guidewire. Sem results showed that the frontal affected area of the emerald coil wire presented evidence of coil wire deformations and evidence of coiling wire continuity interruption. Also, some sort of meld between coil rings was noticed, leading to a coil wire diameter reduction at the point of the fracture/ separation observed on the three analyzed units. The coil wire posterior affected area on the scanned samples presented evidence of coil wire plastic deformations at the point of the fracture/ separation. The evidence of coil wire deformations suggests that a tensile overload event occurred prior to the separation of the coil wires. Additionally, the diameter reduction and plastic deformations found on the fractured/separated samples suggests a device manipulation that led the material to separation. However, the cause of the continuity of the coiling interruption observed, as well as the noticed sort of meld between coil rings could not be conclusively determined during the sem analysis performed on the units. No other anomalies found during sem analysis. A product history record (phr) review of lot 35260071 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. For the third, fourth, and fifth devices, the reported ¿guidewire ~ fractured-separated - in patient¿ was confirmed for the returned units as the wire ribbon presented a separated condition located close to the proximal end. The cause of these damages could not be conclusively determined during the analysis. The evidence of coil wire deformations suggests that a tensile overload event occurred prior to the separation of the coil wires. Additionally, the diameter reduction and plastic deformations found on the fractured/ separated samples suggests a device manipulation that led the material to separation. However, the cause of the continuity of the coiling interruption observed, as well as the noticed sort of meld between coil rings could not be conclusively determined during the sem analysis performed on the units. Shipping/handling factors may have contributed to this type of event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product evaluations provide conclusive results as to the possible cause of the observed damages. Therefore, no corrective or preventative actions will be taken at this time. This is one of 5 reports associated with the reported event, 1016427-2020-04453 ,1016427-2020-04454, 1016427-2020-04606, 1016427-2020-04607 and 1016427-2020-04608.